Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 197 mg/dl at the time of the incident. The customer stated that the pump was dropped on the floor. The customer reported a crack on the reservoir compartment. The product was returned for analysis.

Manufacturer narrative:
Pump received with a unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. No crack noted on the reservoir tube during physical inspection. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.